Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted.   There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue. It was observed that the flex cable connector, designator p506, was disconnected from its corresponding connector, j506 on the analog pcb. This flex cable assembly connects the on/off button to the charge-pak and the analog pcb assembly. After this cable was reconnected, normal device functionality was observed.